Manufacturer narrative:
Catalogue number unknown at this time. Device description reported as unknown insert. Implants were unreadable to get catalog numbers and lot codes. Additional information has been requested and if received will be provided in a supplemental report. Other devices listed in this report: unknown femur, unknown baseplate, unknown patella. It cannot be determined which, if any of these devices may have caused or contributed to the patient's infection. Not returned to manufacturer.

Event description:
It was reported that patient had an infected five year old knee. Surgeon performed washout and placed antibiotic spacer in.